Event description:
The pt experienced increased pain. It was determined via x-ray (date not reported) that the catheter was dislodged. Ti was also noted that the catheter had not been working and was really "low-lying". The catheter was replaced. The pt recovered without sequela. The device system was used to deliver morphine sulfate and bupivacaine.